Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a difference in sensor glucose vs. Blood glucose which was not within range. The event involved product(s) mmt-332a, mmt-7040a, mmt-397a, and mmt-1884. Troubleshooting was performed and the sensor glucose value was 120 mg/dl, the blood glucose value was 45 mg/dl and the difference in value between sensor glucose and blood glucose was 75 mg/dl. The customer was explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-1884.